Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a tasp was returned fractured on a worn instrument claim form. This occurred during disassembly after the surgery was completed. No patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated:b4; b5; g3; g6; h1; h2; h3; h6the returned instrument exhibits signs of repeated use (nicked or gouged) and the post feature has fractured off. All pieces were returned. The DHR was reviewed and no discrepancies relevant to the reported event were found.a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.